Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (patient age unknown). According to the complainant, the device was placed successfully in 2009 and approx 2 months later, the bolster came out of the body 1cm from the gastrostoma. The device was removed and was replaced with a balloon tube type of peg. On the day of the event the patient presented with discharge, pain and emesis and remained in the hospital. The symptoms were resolved and the patient is reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.